Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to oversensing during an atrial arrhythmia. Technical services (ts) recommended further review. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that the smartpass feature disabled due to low signal amplitude measurements. Subsequently, the electrogram (egm) showed some evidence of t-wave oversensing. Ts recommended in clinic review to re-enable smartpass. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that further inappropriate shock therapy was delivered due to oversensing. Further review was recommended to the physician. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to oversensing during an atrial arrhythmia. Technical services (ts) recommended further review. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to oversensing during an atrial arrhythmia. Technical services (ts) recommended further review. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that the smartpass feature disabled due to low signal amplitude measurements. Subsequently, the electrogram (egm) showed some evidence of t-wave oversensing. Ts recommended in clinic review to re-enable smartpass. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.